Event description:
It was reported that the patient presented for a follow--up in clinic. It was noted that the implantable cardiac monitor (icm) failed to be interrogated. Chest x-ray confirmed that the icm was not in the original place and might have fallen out or was removed. The patient remained stable.